Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient was implanted a couple days ago and they are in excruciating pain. Pt stated they were not understanding the equipment. The patient was not feeling any of the impulses that go down their leg to their toes and they did not feel anything. Patient was in excruciating pain. The pain started yesterday and increased today. Patient took pain medicine and was nauseous and in so much pain. Patient noted they were so bruised and stuff. During call patient service walked patient through checking their therapy settings and patient was on group a. Patient service reviewed with patient how to use the recharger and handset. Agent redirected the pt to their managing hcp. Pt called back and reported they couldn't get the communicator to work. Patient stated they were getting a message that said the dock was not on or something, but they weren't sure. Patient said the implanted neurostimulator hadn't given them any sensation. Agent asked, patient confirmed they wanted to turn stimulation up and they wanted to make a therapy adjustment. Agent asked if patient was trying to recharge or turn stimulation on, and patient said they needed to turn stim on if needed. Patient then said they were seeing a message telling them to turn communicator over to locate the serial number and code. Patient did not recall when they first tried to communicate with the device, but said it was working when they called the first time and they were helped. Patient was using the recharger at the time of the call. Agent prompted patient to dock recharger. Patient tried to connect with the handset, but received communicator not found message. Patient's home care nurse came on the line and stated the battery icon on the front of communicator was flashing orange and then would go dim. Patient rep asked if patient needed to charge communicator. Caller plugged communicator in, and confirmed green flashing light. Agent reviewed how light will turn solid green when done charging. The steps on the call resolved the issue. Patient then stated hcp referred patient to their surgeon.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)); implant date n/a; explant date n/a; b3: event date, is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.